Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: trident 0° x3 insert 36mm ID; cat#623-00-36f; lot#mkta1l. Accolade (127 deg) size 3.5 accolade (127 deg) size 3.; cat#6021-3535; lot#36567804. V40 cocr lfit head 36mm/+5; cat#6260-9-236; lot#mjr9x3. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Surgeon informed the sales rep that had revised a stryker total hip. Update 09 march 2018: as per reply from sales rep. The patient's hip was revised due to infection. Abx spacer was implanted.